Manufacturer narrative:
Evaluation of the returned cat6 confirmed that the distal tip of the catheter was ovalized. If the cat6 is forcefully advanced against resistance during use, damage such as ovalization may occur. The root cause of resistance could not be determined. Further evaluation revealed kinks in the distal shaft. This damage was incidental to the reported complaint and likely occurred due to the forceful advancement against resistance. During the functional test, resistance was encountered due to the ovalization on the distal shaft of the cat6 while attempting to advance the catheter through a demonstration neuron max and a demonstration peel-able sheath, and no further functional testing could be performed. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-01940.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01940.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and the common popliteal artery using an indigo system aspiration catheter 6 (cat6), an indigo system aspiration catheter 8 (cat8), and a non-penumbra sheath. It was reported that the patient had heavy clot burden and was uncooperative. During the procedure, the peel-away introducer sheath was used to introduce the cat6 to the sheath. It was reported that resistance was encountered immediately upon introduction to the sheath and the distal tip of a cat6 became ovalized. Therefore, the cat6 was removed. Next, while advancing a cat8 into the sheath, the same issue occurred. Therefore, the cat8 was removed. The procedure was completed using an indigo system aspiration catheter 7 (cat7) and the same sheath. There was no report of an adverse effect to the patient.